Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all conductors blood/fluid obstruction, and there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the wire was stuck in lead when attempting to advance lead over the wire. The implant physician was unable to remove wire, and had to remove lead to forcefully pull the wire out. The lead was returned. No patient complications have been reported as a result of this event.